Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the phacoemulsification (phaco) handpiece lost phaco power during the "quad" removal phase of a cataract extraction with intraocular lens implant procedure. After some trouble shooting the issue to no avail the handpiece was exchanged. The procedure was completed with no impact to the patient.

Manufacturer narrative:
The customer did not request service for the system. The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).